Manufacturer narrative:
(B)(4). The device was returned and evaluated. All returned homechoice devices receive a returned instrument testing evaluation (rite). The device was determined to meet functional and electrical performance specification requirements per rite testing. No abnormalities were identified during internal/external inspections. The service history record showed no previous service events that were the same as or similar to the reported problem. Upon conclusion of the investigation, there were no issues noted that could have caused or contributed to the reported event. The cause of the reported condition was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were burn marks around the wall outlet after plugging the home choice (hc) into the wall. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be performed. The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.